Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the right rear frame is broken where the back cane connects.